Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: right side breast implant deflation, and breast pain. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient underwent unspecified breast augmentation with a unknown size unknown saline implant and was presented with right side breast implant deflation, and breast pain. As a result, the patient underwent bilateral explantation and replacement with catalog number 3502350; serial number: (B)(4) on the right side and with catalog number 3502350; serial number: (B)(4) on the left side on (B)(6) 2019.